Manufacturer narrative:
Information from the facility stated "we don't feel that the catheter was at fault, but we have to ask these questions to complete our review. " the device involved in the incident was not returned for evaluation. Additional information was requested and not provided. Without sufficient information, or an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event and if the failure could have been related to the manufacturing process. It is possible the connection was not fully secured at the initiation of the treatment. The female luers on the catheter are manufactured to meet the iso standard. They are universal female luers and will mate with any universal male luer of the bloodlines, syringes, injection caps, etc. If they are also manufactured to the iso standard. It is possible that there was a deficiency with the gambro cartridge blood tubing set.

Event description:
During dialysis, "the tubing connection became unsecure from the lumen of dialysis catheter".